Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se was able to replicate the reported message code f050. The terumo blood gas analyzer was replaced. Subsequently, the issue was resolved.

Event description:
Device user (du) reported an inability to calibrate the terumo sensor. Message code f050 (barometric pressure measurement failure) was displayed on the terumo screen. The donor liver was already cannulated and primed with albumin. Troubleshooting was performed in an effort to bypass message code f050 but was unsuccessful. Restarting the device with and without the calibrator connected did not resolve the issue as message code f050 displayed on initiation of startup. The site wanted to perfuse the liver on the device before consideration for transplant. Since they were unable to do so, the donor liver was discarded.